Manufacturer narrative:
Revision occurred after 4 weeks due to disocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 4 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 36/10 120 mm system stem, 40 mm + 3 humeral stability cup, and 9 mm spacer were explanted. These items were replaced with a 32/10 mini system stem, 40 mm + 9 135/145* humeral stability cup, and 2 of 9 mm spacer.